Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out-of-range (oor) shock lead impedance (sli) measurement which was detected via the patient remote monitoring system. Different lead configurations were performed which came back with different sli measurements. The rv lead was tested through a pacing system analyzer (psa) which came back with a result of 230 ohms. A defibrillation threshold (dft) test was performed and measured 62 ohms. Subsequently, the device was programmed coil to can. Attempts to obtain additional information were unsuccessful. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.